Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. All available x-rays and photographs were reviewed. It is not possible to confirm a depuy's product failure as well as a relation between the adverse event and the reported product. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Clinical adverse event received for crepitation and discomfort: patella clunk syndrome event is not serious and is considered moderate. Event is possibly related to device and is related to procedure. Date of implantation: (B)(6) 2016. Date of revision: (B)(6) 2017. Date of event (onset): (B)(6) 2021. (Left knee). Treatment: none.

Event description:
Medical records from (B)(6) 2021 state that the patient was post revision left total knee arthroplasty. The patient was noted to have had a previous left total knee arthroplasty revision, as well as a knee arthroscopy for patella clunk. The left knee was noted to start to grind again, with a lot of popping and clunking in the knee. The patient is reported to have pain. The right knee is status post arthroplasty and is noted to have no limitations, concerns or complaints with the right knee.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Added: b1 (is adverse event), b2 (is required intervention), b5, d10 and h6 (clinical code). H6 clinical symptoms code: appropriate term/code not available (e2402) used to capture musculoskeletal system. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: h1 and h6 (impact code).